Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to state that on (B)(6) 2015; they were having problems with their transmitter as it kept loosing connection. No additional event or patient information is available.